Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-01802 / 01803 & 07358/7360).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent a bilateral total hip arthroplasty on (B)(6) 2002. During post operative monitoring and testing, adverse reaction to metal debris, complex fluid, joint effusion, synovial fluid and osteolysis in the left hip were noted. The fluid on the anterior medial quadrant of the left hip measured 30.2 x 42.5 x 30.9 x 0 and the fluid on the anterior and posterior medial quadrants of the right hip measured 42 x 62.1 x 15.9 x 2.1. These findings were found due to follow up testing. Patient further reported left hip soreness and popping sensation in both hips. There has been no reported revision procedures to date.